Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device did not circulate water and the pumps did not always work. Per review of wo on 30sep2023, according to the sr-28-ttmt-0003 servicing record test was performed. Device did not reproduce any of the problems mentioned by the costumer. No patient involved nor harm has been registered.

Event description:
It was reported that the arctic sun device did not circulate water and the pumps did not always work. As per review of wo on (B)(6) 2023, according to the sr-28-ttmt-0003 servicing record test was performed. Device did not reproduce any of the problems mentioned by the costumer. No patient involved nor harm has been registered.

Manufacturer narrative:
The reported issue was unconfirmed. The root cause was not able to be isolated as the reported issue was unconfirmed. The device was evaluated and the reported issue was not reproduced during testing. The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related therefore the DHR review is not required. The reported event is unconfirmed, labeling/packaging review is not required. Correction- e h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Manufacturer narrative:
The reported issue was unconfirmed. The root cause was not able to be isolated as the reported issue was unconfirmed. The reported issue was unconfirmed and not a manufacturing or supplier related failure, therefore DHR review not required. The reported event was unconfirmed, labeling/packaging review was not required. UDI related data quality updates only: the reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device did not circulate water and the pumps did not always work. Per review of wo on 30sep2023, servicing record test was performed. Device did not reproduce any of the problems mentioned by the customer. No patient involved nor harm has been registered.